Manufacturer narrative:
Medical device lot #: an invalid lot # of 102214d was provided by the initial reporter device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd connecta¿ stopcock experienced loose connection, and leakage. The following information was provided by the initial reporter: one of the stopcock plugs released and fluid flow out.

Event description:
It was reported that the bd connecta¿ stopcock experienced loose connection, and leakage. The following information was provided by the initial reporter: one of the stopcock plugs released and fluid flow out.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 1033314. D4. Medical device expiration date: 1/31/2024. H4: device manufacture date: 2/16/2021. H6: investigation: our quality engineer inspected the 2 samples submitted for evaluation. The reported issue was not confirmed upon inspection and testing of the samples. No damages or abnormal conditions were observed on either of the samples. The samples underwent our internal leakage testing and showed no signs of leakage. Bd cannot determine a manufacturing root cause since the failure was not confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.